Event description:
It was reported that patient underwent an osteotomy procedure utilizing a cortical screw on (B)(6) 2011. During the procedure, the surgeon lost purchase when tightening the final cortical screw. Intraoperative radiographs taken confirmed the screw fractured and remains in the patient's bone. The surgeon was unable to retrieve the fractured piece. No further information has been provided to date.

Manufacturer narrative:
User facility forwarded a report after receiving a faxed letter from biomet on (B)(6) 2011 with event details. This follow-up report is being filed to make the FDA aware that both the manufacturer report number and attached user facility report are for the same patient, part number and event.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The user facility was notified of the event on december 22, 2011. In the event that the user facility submits a medwatch report or provides additional information, biomet will submit a follow up report to the FDA.